Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed to pump supplies to resolved the issue. Customers blood glucose was 260 mg/dl at time of event.